Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The smart pass feature had programmed itself off due to the low amplitudes and some undersensing. Technical services discussed some testing and programming options. Later, the system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.